Event description:
It was reported that during a laparoscopic colectomy procedure, the device was used as a working port with multiple instrument exchanges. Every time an instrument is withdrawn, the trocar leaks pneumoperitoneum. The doctor uses his finger to fix the seal, but it still leaks. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)